Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that upon interrogation of this device it was noted that elective replacement indicator (eri) was triggered and the longevity was less the five years remaining. At a previously follow up (B)(6) 2016 the longevity stated two years remaining. It was noted that the autocapture had changed (B)(6) 2017. A save to disk was not possible to upload as it was noted that the disk was full although the field representative noted the disk was new. The patient has chronic atrial fibrillation and is paced 7%. Premature battery depletion was alleged and an explant will be done. No adverse patient effects were reported.

Event description:
The device was explanted and will be returned. No additional adverse patient effects were reported.